Manufacturer narrative:
UDI: gtin is unavailable as the product made prior to compliance date; (B)(4). \the initial medwatch report stated that the serial number for the product in this complaint was unknown. Upon further investigation it was found that the correct serial number (B)(4) represents the product listed in the initial medwatch report. The previous report stated the date of manufacture (dom) was unknown. The dom has been updated to reflect the date (jun 5, 2015) the device was manufactured. The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device was overheating either during surgery, or during pre-surgery set-up, and would not lock the burr was confirmed. An assessment was performed on the device which found that the device would not hold the cutter. During assessment the burr lock mechanism assembly was disassembled and it was found that the two springs for the lock tabs had failed and were not pushing on the lock tabs to secure cutters. It was observed that one of the springs was found to be out of place and deformed. The other spring was out of place and completely gone. It was determined that the cause for the springs to come out of place is due to the handpiece being run without a cutter. The assignable root cause was determined to be component damage due to user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
UDI: the serial number is unknown and the gtin is unavailable. The product was made prior to the compliance date. Therefore, the UDI is unavailable. Device manufacture date: the device manufacture date is unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure the handpiece device was overheating. It was reported that there was no delay in the surgical procedure as an unspecified spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted per the request of FDA to correct sequential numbering for the MDR follow up report originally submitted. This is follow up report #2.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: correction: d4: UDI: gtin is unavailable as the product made prior to compliance date; (B)(4). H10: it was initially reported from the account that two events occurred with two separate handpiece devices. One handpiece device was reported to be overheating during surgery, and the second handpiece device was reported to be unable to lock a burr during pre-surgery set-up. The reporter was unable to specify which device was linked to which event. Therefore, two complaints were created. An initial medwatch report (MFR: 1045834 ¿ 2016 ¿ 12387) was submitted to capture the event of overheating. The evaluations were performed and confirmed the complaints. However, a supplemental medwatch report was inadvertently sent with the incorrect evaluation. Therefore, this supplemental report is being sent with the correct evaluation for the event of overheating. D4, h4: the supplemental medwatch report (MFR 1045834 ¿ 2016 ¿ 12387) inadvertently stated that the serial number for the product involved in this complaint was (B)(4). Upon further investigation it was found that the correct serial number (B)(6) represents the product listed in the initial medwatch report and the previously sent supplemental report. The previous report inadvertently stated the date of manufacture (dom) was jun 5, 2015. The dom has been updated to reflect the correct date (aug 19, 2015) of the device in this complaint. H6: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device was overheating either during surgery or during pre-surgery set-up was confirmed. An assessment was performed on the device which found that the device was running hot. The device exceeded the maximum allowable temperature of 118°f (actual temperature reported was 129.2°f). It was also noted that the air fitting tube was broken. It was determined that this failure was caused by worn out components. The assignable root cause was determined to be component damage caused from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.